Event description:
Further information was received clarifying that the issue was "inability to interrogate and send data". The issue had occurred for about the past 6 months, intermittently. Different programming wands were used for troubleshooting. The programming computer was not plugged into the power supply while attempting interrogations. No mishandling was suspected. Further information was received indicating that the handheld computer was checked and it worked. The cause for the communication problem was a fully depleted generator battery.

Event description:
It was reported that physician was having issues with the programming system. No specifics surrounding the issues were provided. The suspect programming system has not been returned to date. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.